Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision.. Reasons for revision: pain, alval. Update received 12th december, 2013. Hip side added, lot number and product code amended for femoral head. Surgeon added. Hip(s) to be revised: right. Update - updated surgery date taken from claimsuite dated 10th jan 2014. Update received 29 august 2014. Revision date amended. New fields completed.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.